Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an esophageal stent placement procedure performed on (B)(6) 2010. According to the complainant, the stent was placed to treat an esophageal leak at the site of gastric sleeve surgery. The stent was positioned from the mid-distal esophagus into the stomach cavity. The stent was placed successfully without issues. On an unknown date prior to (B)(6) 2010 (not immediately post procedure), the patient presented with symptoms of reflux and vomiting. A barium swallow was performed and it was found that the surgical site was continuing to leak. The physician estimated that the stent had migrated 1.5cm. On (B)(6) 2010 the physician repositioned the stent using rat tooth forceps. The stent was repositioned successfully and no issues were encountered. At this time, a small hole along the body of the stent covering was noticed. The physician did not feel that the hole in the covering occurred as a result of the repositioning. The stent was left implanted, and the physician plans to monitor the patient for continued leakage. The patient's condition at the conclusion of the procedure was reported to be "doing well".

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an esophageal stent placement procedure performed on (B)(6) 2010. According to the complainant, the stent was placed to treat an esophageal leak at the site of gastric sleeve surgery. The stent was positioned from the mid-distal esophagus into the stomach cavity. The stent was placed successfully without issues. On an unknown date prior to (B)(6) 2010 (not immediately post procedure), the patient presented with symptoms of reflux and vomiting. A barium swallow was performed and it was found that the surgical site was continuing to leak. The physician estimated that the stent had migrated 1.5cm. On (B)(6) 2010, the physician repositioned the stent using rat tooth forceps. The stent was repositioned successfully and no issues were encountered. At this time, a small hole along the body of the stent covering was noticed. The physician did not feel that the hole in the covering occurred as a result of the repositioning. The stent was left implanted, and the physician plans to monitor the patient for continued leakage. The patient's condition at the conclusion of the procedure was reported to be "doing well." It was reported to boston scientific on september 03, 2010 that the stent has been explanted from the patient, and disposed of. An exact removal date could not be confirmed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an esophageal stent placement procedure performed on (B)(6) 2010. According to the complainant, the stent was placed to treat an esophageal leak at the site of gastric sleeve surgery. The stent was positioned from the mid-distal esophagus into the stomach cavity. The stent was placed successfully without issues. On an unknown date prior to (B)(6) 2010 (not immediately post procedure), the patient presented with symptoms of reflux and vomiting. A barium swallow was performed and it was found that the surgical site was continuing to leak. The physician estimated that the stent had migrated 1.5cm. On (B)(6) 2010, the physician repositioned the stent using rat tooth forceps. The stent was repositioned successfully and no issues were encountered. At this time, a small hole along the body of the stent covering was noticed. The physician did not feel that the hole in the covering occurred as a result of the repositioning. The stent was left implanted, and the physician plans to monitor the patient for continued leakage. The patient's condition at the conclusion of the procedure was reported to be "doing well." It was reported to boston scientific on september 03, 2010 that the stent has been explanted from the patient, and disposed of. An exact removal date could not be confirmed. Additional information received on october 5, 2010 revealed that the physician removed the stent as a result of the hole in the covering. The physician plans to place a new stent.

Manufacturer narrative:
Patient over 18 years old. (B)(4) - reflux; medical intervention required. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu / product label states "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The wallflex esophageal fully covered stent system is contraindicated for: any use other than those specifically outlined under indications for use." However, the complaint states that the stent was placed to treat an esophageal leak at the site of gastric sleeve surgery. In addition, the dfu / product label states "stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended." However, the complaint states that on (B)(6) 2010, the physician repositioned the stent using rat tooth forceps and additional information received on september 03, 2010, states that the stent had subsequently been removed from the patient. Therefore, based on the evaluation conducted the most probable root cause is use/user error.